Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that on 5/20/99 the surgeon performed a lap nissen procedure on a female pt in her late 20's. When the surgeon was securing the knot placement with the suture assistant the strand broke in half. The piece of suture which broke off has been returned by the sales rep as part of this complaint. Rather than remove the broken suture which was in the pt's tissue, the dr placed the two suture ends together and applied three ligaclips to the suture to hold the pieces together. It is believed he used a el214 or el314. The suture assistant was then used to tie 4 other knots with no problem. The suture assistant was not returned as the hosp had no further difficulties using it. The sales rep is making inquiries as to the lot number of the reload, will advise further. The pt was discharged. 6/11/99 rep called to report post-op complications details as follows: 5/31/99 the rep was contacted by dr - during the evening of may 25th the pt was in distress and went to emergency, by the time the pt reached emergency the pt was going into shock. The surgeon was called in and the pt had an emergency re-operation. When the pt was opened, the drs found the 3 clips and the piece of suture floating in the abdomen, the suture had come undone causing the fundus of stomach (which is wrapped around the esophagus during the lap nissen procedure) had pushed up into the diaphragm and caused a gastric perforation and had caused pneumothorax (air in the thoracic cavity). The pt remained in the hosp from may 31 - june 9, 99 and was discharged in good condition. The surgeon described this complication as surgeon's error, but did not elaborate further. The rep believes the three clips and remaining piece of suture are available for evaluation, the rep will advise further.